Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device not is expected to be returned to the synthes manufacturer for evaluation as it remains implanted in the patient. (B)(6). A device history record review was performed for the subject device lot. The device history record revealed no complaint related anomalies. The device history record shows this lot of tfna screw 105mm sterile product was processed through the normal manufacturing and inspection operations with no non-conformities noted. However there was 1 piece reworked for a pouch at the prep/seal order operation. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat a trochanteric fracture of right femur took on (B)(6) 2016, the surgeon tried to turn the buttress/compression nut for screw inserter to perform screw compression after inserting the reported screw, but the screw could not be firmly secured into the patient's bone. The surgeon observed that the screw had moved approximately 5 mm laterally from the original inserted position. The surgeon decided to leave the screw in the patient's body to complete the surgery. It was further reported that the surgeon had used a tap for the screw when the screw was initially inserted and that the surgeon could not confirm response when turning the nut but continued turning the nut after he felt the reported screw touch the patient&#38112;bone. There was no reported surgical delay or adverse consequence the patient. This report is 1 of 1 for (B)(4).